Event description:
Reuse tech reported one incident of a blood leak with the CT 190g dialyzer occurring during treatment. No pt injury or medical intervention was reported per tech. No further incident detail is available at this time.